Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and did not meet functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The battery fluid crust was observed on the pc board. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report using the purely yours ultra breast pump on (B)(6) 2017 and smelled an unusual odor and the pump suddenly began to function poorly. She states using the pump that day with battery power by choice. The next day the pump did not function. She did not notice anything unusual regarding battery damage or leaking battery acid. Customer denies any harm in this incident.